Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced. The capsule was sent to pathology which showed fibrosis of the periprosthetic capsule and negative cd-30 lymphoid component.

Manufacturer narrative:
Continued e1 -- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy and replaced. The capsule was sent to pathology which showed fibrosis of the periprosthetic capsule and negative cd-30 lymphoid component.